Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on date of patient testing. The field service engineer discovered the gear pump pressure was too low and there was crystallization at the wash station. He exchanged the gear pump head and fitted the needle of the washing station. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high crep2 creatinine plus ver.2 results on a cobas 6000 c (501) module. The customer provided data for one patient. The patient¿s initial crep2 result was 2.42 mg/dl. The result of 2.4 mg/dl was reported outside the laboratory. The physician questioned the initial result. The customer repeated the sample on a different analyzer and recovered a crep2 result of 1.04 mg/dl. This repeat result was determined to be correct. Crep2 reagent lot number used for patient testing was 441225 with an expiration date requested but not provided.